Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was not ventilating. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issue of it not ventilating was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the blower.